Event description:
It was reported that 1 bd insyte-w¿ peripheral venous catheter was frayed. The following information was provided by the initial reporter: the customer reported that when inserting a piv, the IV was difficult to thread and noted the needle had shredded the tip of the catheter half off. Event date: (B)(6) 2022.

Manufacturer narrative:
(B)(6) a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insyte-w¿ peripheral venous catheter was frayed. The following information was provided by the initial reporter : the customer reported that when inserting a piv, the IV was difficult to thread and noted the needle had shredded the tip of the catheter half off. Event date : 26-apr-2022.

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.